Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult to remove from chordae and chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Visualization was noted to be difficult. The clip delivery system (cds) was advanced to the mitral valve; however, the clip became tangled with the chordae and the clip could not be moved. Trouble shooting was performed and the clip was retracted into the left atrium, but a chordal rupture was observed. The clip was positioned and deployed to secure the chordal rupture and slightly reduce the mr. One additional clip was deployed. Two clips were implanted, reducing mr to 3-4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported clip becoming caught in the chordae appears to be due to the chordal entanglement during clip advancement. The reported chordal rupture)appears to be a result of procedural conditions of difficulty freeing the clip from the chordae. The reported image resolution poor issue was associated with the poor imaging quality. The reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.